Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a loose connection to the iab drain port on crm. The fse tightened the fitting and performed multiple safety disk leak tests. Unit passed all functional and safety tests and was given back to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily testing prior to patient use the cs300 intra-aortic balloon pump (iabp) had a safety disk leak test failure. There was no patient involvement reported.